Manufacturer narrative:
(B)(4).

Event description:
Impedances suggested that the lead was damaged. The pt was brought to surgery to revise the lead. The lead was replaced. Afterward unipolar impedances were within normal limits (1200 ohms), but bipolar electrode impedances were high (greater than 2000 ohms) when the lead was connected to the deep brain stimulator. The hcp then replaced the extension and deep brain stimulator. Impedances remained the same. Additional info has been requested. A f/u report will be submitted if additional info becomes available.